Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 409 mg/dl. Customer¿s bg was treated intravenously with fluid of saline, drank water and left pump on for insulin delivery. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling and was using lyumjev insulin. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours and using lyumjev insulin are off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.